Event description:
Surgical assistant was shocked when the physician activated coag mode during a procedure.

Manufacturer narrative:
According to the initial reporter, the biomedical engineers were unable to reproduce the incident. The excalibur was evaluated and found to be within specification and put back into service with no issue. The biomedical engineers have concluded the incident was due to operator error. The surgical assistant was reported as being fine.